Manufacturer narrative:
(B)(4). Approximate age of device ¿ 35 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Post-implant the patient experienced an ischemic bowel that required four bowel resection surgeries. The report source reviewed the patient's medical records and found no overt signs of hemolysis or thrombus. The contact asked one of the patient's physicians about the bowel ischemia, and was informed that the physician was unable to provide an opinion if the ischemic bowel was related to the lvad therapy as he was not the surgeon. The patient also reportedly experienced failure to thrive, respiratory failure requiring a tracheostomy, unspecified neurological changes and multi-organ failure. On (B)(6) 2016 the patient's complete blood count was reported to be normal and the inr was 3.2. The patient's family opted to withdraw care and the patient expired on (B)(6) 2016. The cause of expiration was reported to be multi-organ dysfunction. It was reported that there were no lvad issues noted and no signs of hemolysis. No additional information was provided.

Manufacturer narrative:
No device-related issues were found during the evaluation of the returned device. Examination of the pump¿s blood-contacting surfaces found soft, post-mortem depositions of clotted blood in the inlet elbow, outflow graft, outlet elbow and in the pump. The depositions had formed a thin, biological lining that extended from the inlet stator through all three of the rotor and outlet stator vanes, to the outlet elbow as one continuous piece. The observed depositions appeared to be acute formations, consistent with an interruption in flow, and did not appear to have formed while the pump was operating. A correlation to the reported event could not be conclusively determined. Visual inspection of the pump¿s bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.